Event description:
Report received from an abbott international affiliate which states, "an abbocath 20g was placed in a patient's arm to administer medication in the ER unit. The reporter states it was done without any difficulty. Before administering the medication, the nurse tried to take a blood sample using a venoject with the abbocath. At this moment nurse realized that the catheter was detached from the hub (just in the joint). The catheter could be completely removed from the patient's arm using a needle. The patient did not suffer any harm". Although requested, no additional information was provided.